Manufacturer narrative:
A fully deployed wallstent biliary partially covered stent and delivery system were returned for analysis. Visual examination of the returned device found the stent wires on one side were uncrossed. The inner shaft and the outer sheath were kinked. No other issues noted with the device. The damages noted with the device were consistent with the application of excessive force during use. The investigation concluded that the observed failures are likely due to anatomical or procedural factors encountered during the deployment which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution. A search of the complaint database confirmed that no similar complaints exist for the specified lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a wallstent biliary partially covered stent was to be used to treat a biliary stricture during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the physician was able to deploy the stent. However, when the stent was more than halfway released, the physician experienced difficulty in deploying the proximal part of the stent. The physician also noted that the order of the stent wires were irregular. A part at one end of the stent was found ¿not properly weaved¿ and a wire was sticking out. The stent was removed from the patient and the procedure was completed with another wallstent biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been retained and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a wallstent biliary partially covered stent was to be used to treat a biliary stricture during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the physician was able to deploy the stent. However, when the stent was more than halfway released, the physician experienced difficulty in deploying the proximal part of the stent. The physician also noted that the order of the stent wires were irregular. A part at one end of the stent was found ¿not properly weaved¿ and a wire was sticking out. The stent was removed from the patient and the procedure was completed with another wallstent biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.